Event description:
Patient presented with a hematoma at the stimulation lead incision site after implant. The surgeon brought the patient back into or, the same day and stopped the bleeding. This resolved the issue.